Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
It was reported that the tubing was leaking at the filter from the vent holes. It was also reported that a new total parenteral nutrition (tpn) bag was made for the patient and all new supplies were sent to administer to patient. There was patient involvement; however, no harm was reported.